Event description:
It was reported that during the implant procedure, the auto capture test did not work properly. The device remained implanted.

Event description:
New information notes the issue was resolved by right ventricular lead repositioning. The physician did not allege that the capture anomaly was caused by the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.